Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) evaluated the system on-site and determined that the system did not boot up correctly. During troubleshooting, fse revealed that fan vents were clogged due to a buildup of dust on the pc, causing the machine to stop booting due to the abnormal temperature. To solve the problem, fse cleansed the system. After repairs, the system was restored to good operating order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that system did not boot up successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.